Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting fse checked and found the issue in booting and stuck in a bootup loop. Fse tried replacing the host pc but found that the version of the host pc was incorrect. To resolve the issue, fse swapped hard drives from the new host pc to the old host pc and reinstalled the original host pc. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up and stuck in a bootup loop. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.